Event description:
New information received notes the implantable cardioverter-defibrillator presented with continued far field r-wave oversensing leading to inappropriate mode switch. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15058. Related manufacturer reference number: 2017865-2021-15059. It was reported a patient's implantable cardioverter-defibrillator and atrial lead presented with far field r-wave oversensing. Intervention discussed but no changes were reported. There were no patient consequences.